Event description:
Healthcare professional reported injecting a patient in the jaw with 1 ml of juvéderm® volux¿. Four months later, the patient was injected in the lateral and zygomatic lateral cheekbone with harmonyca¿ with lidocaine and in the canine fossa with juvéderm® voluma¿ with lidocaine. Five months later, the treatment ¿swelled up¿ and ¿turned redness¿ at the injection site, and the patient experienced ¿pain.¿ the patient was treated with predsin 40 mg/5 days, 30 mg/5 days, 20 mg/10 days, 10 mg/10 days and cephalexin 500 mg for 8-8 hours for 10 days. The next day, blood tests were performed. Event is ongoing. This is the same event and the same patient reported under patient identifier cn-(B)(4) (emdr-(B)(4). This emdr is being submitted for the suspect product, juvéderm® volux¿.

Manufacturer narrative:
Clarification to e1: phone number is (B)(6). Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe has been discarded. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.